Manufacturer narrative:
Although the device was requested to be returned multiple times for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. If additional information becomes available, supplemental vigilance report(s) will be filed at that time. The DHR was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 9" (23 cm) smallbore ext set w/microclave® clear, check valve, 0.2 micron filter, clamp, luer lock. A nurse reported that a nicu patient became septic 24 hours after yellow pooling was observed on the filters at approximately 0800 on (B)(6) 2023. This was noticed upon examination at the baby¿s humidified isolette when staff did their hourly numbers/checks. It was reported that the baby¿s bedding was changed that day and the humidity was set to 50%. They inspected these filters and could not see any fracture in the device itself but it was cleansed with an alcohol swab and they placed a sterile 2x2 gauze around the filters to watch if there was any crack and/or leaking, or if something was possibly spilled inside the isolette on the previous shift. They informed the team on rounds, for close monitoring to make sure the integrity of the line was intact. Both lumens had only 0.8ml/hr running so the infusions were very low. They confirmed that the filters were leaking a few hours later. It appeared only the filters with the tpn infusing had cracked - there was yellowing of the 2x2 gauze, but they could not see moisture on those filters. They could not notice any moisture on the other filters. They notified their house staff and did a full sterile line change for both lumens at that point. They believe the baby's gestational age was 26 4/7. They also notified the oncoming nurse at shift change to watch very carefully for any signs of sepsis due to the potential contamination. As mentioned above, the nicu patient became septic 24 hours after the yellow pooling was observed. The set up was as follows: the patient¿s central line was a double lumen line. One lumen had a triple pigtail attached; total parenteral nutrition (tpn) basics with heparin was infusing to one, dexmedetomidine was infusing into the second and morphine was in the third. All were attached to an additional 0.2 micron filter. The triple did not have any attached filters. The other lumen had tpn basics with heparin infusing into either another triple lumen or a double lumen pigtail (they could not specifically recall). This infusion also had a 0.2 micron filter attached for the tpn infusion - the additional ports were unused at this time - (for meds/other infusions if needed at some point). The reporter stated that the issue happened in both lumens (double lumen 1.9 f PICC).